Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's left ventricular (lv) lead was fractured. Also, high impedances were noted. Moreover, the fractured lead was planned to be replaced. No adverse patient effects were reported.